Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Additional information: the file states the use of a not qualified viscoat to be used with associated product combination. Photo evaluation: photos returned showing iol in specimen container. Reported complaint could not be confirmed. Additional observations were as follows: iol was returned in two (2) segments inside a specimen container with clear liquid inside along with a company c cartridge. The iol was left dry for further investigation. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable on both surfaces of the optc. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the company instruction of company qualified iol delivery system product combinations and alternative viscoelastic, as the complainant states the use of an unqualified combination. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the event occurred during surgery. The lens was removed and exchanged during the initial procedure. There was no patient impact.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) presented with a scratch on the optic. The timing of the event and patient impact are unknown. Additional information has been requested.